Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Customer reports low blood sugar levels and feeling shaky. The customer checked her device and noticed an insulin bolus dose of 7 units was delivered that she did not request or initiate. Additionally, the customer reported the device displaying an "nfc" error, and noted discrepancies in blood glucose values displayed on devices. The customer reported her controller history noted a blood glucose value of 433mg/dl which may correlate with the time the bolus of 7 units was delivered that she did not request. The customer did not require medical intervention or treatment, and managed the low blood sugar at home. The customer reported she will follow-up with her hcp regarding events reported. The physical device and event log data have been requested by insulet for further investigation. At the time of this report further details are not available, and this case will be reassessed if new information is received.

Manufacturer narrative:
The case description states that a 7.05u bolus was delivered that the user did not initiate. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log file shows the 7.05u bolus delivered on the date of occurrence and shows that a manual bg entry of 433 mg/dl was entered into the bolus calculator and the confirm bolus button was pressed in order to deliver the bolus. The log files confirm that the controller was interacted with to enter the bolus calculator screen, enter a manual bg entry of 433 mg/dl and enter no carbs. The bolus calculator then gave a suggestion of 7.05u based on these inputs, for which the controller then went through the two step verification in order to confirm and start the bolus. This bolus was not canceled at any time and was found to be within the user's setting for max bolus units. No evidence of an uncommanded bolus was observed in the log files.